Event description:
Drive devilbiss healthcare was notified of an incident involving a wheelchair. The end user's daughter reported that while "I was wheeling my mother on the street, the chair broke with her in it. The metal bar holding the front wheel in place broke in half, causing the chair to collapse" beneath her. The end user "fell on the sidewalk and hit her head." The end user "suffered bruising on her head, a contusion, soft tissue swelling and hematoma on her forehead and eye and needed a CT scan." Drive is currently investigating the incident, including attempting to retrieve the product and inspect it.